Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and self test. No motor error alarm, low reservoir alarm and excessive no delivery alarm noted. The motor was tested outside of the device and passed. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was monitored and tested with no low battery alert noted. Insulin pump received with corroded battery tube and cracked battery tube thread noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error alarm. The blood glucose level was unknown. The customer reported that they previously reported the motor error alarm and it was occurring again. The drive support cap was normal and insulin pump was not exposed to magnetic fields. The customer reported that the pump previously had different alarm. The troubleshooting was not performed. The insulin pump will not be returned for analysis.